Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored and no unexpected power loss alarm noted during testing. However, pump error 63 alarm during self test and confirmed in history file due to broken trace at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.